Event description:
This is filed to report clip stuck on leaflet, bend in the shaft, and tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with flail, restricted posterior and anterior leaflets, and dense chordae. The first clip (ntw) was advanced to the mitral valve and grasped the leaflets; but the physician was not satisfied with the location. The ntw was moved laterally several times. At some point, the clip got stuck on the anterior leaflet but was able to be freed. The decision was made to remove the device. However, while removing the clip, a small flail was caused. The shaft of the clip was noted to be bent. A second clip (ntw) was inserted. The clip captured the flail and mr looked good. However, the valve looked like it was falling apart. The chords kept popping when grasping. The second ntw was deployed with some residual mr. A third clip (nt) was placed next to the second ntw. In doing so, this caused more of a flail. The valve looked like it was deteriorating. The third clip was implanted. It was noted that there was more mobility on the second clip. The procedure was aborted, and the patient went into surgery for a mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported difficult to remove from the anatomy resulting in bent shaft (deformation due to compressive stress) appears to be related to procedural conditions/user technique associated with the device being moved laterally several times and during this repositioning, the clip became caught on the anterior leaflet. Unspecified tissue injury/flail associated with this clip appears to be related to procedural conditions associated with the clip being difficult to remove from the anatomy. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Delay to treatment/therapy was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under separate medwatch report number.